Event description:
Paramedics used the device to deliver defibrillator energy to a pt two times in succession. Reportedly, the device prompted that therapy leads were off and defibrillator therapy could not be provided to the pt. The pt was eventually pronounced at the hosp. There was no report of association between device operation and pt outcome.